Manufacturer narrative:
The leads were discarded and are not available for analysis. On (B)(6) 2024, the saluda rep advised that the physician stated that the event as reported was not related to a saluda device but possibly due to the procedure, although this could not be confirmed. The physician noted that it was difficult to determine the cause of the event due to the patient¿s advanced age. The manufacturing records were reviewed. The product met all requirements for release, with no anomalies identified.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
During the trial period of an evoke spinal cord stimulation (scs) system, the patient experienced unilateral lower leg swelling and tenderness. The patient was advised to turn the stimulation off and present to the emergency department, where the patient was confirmed to have deep vein thrombosis. The patient was admitted to the hospital, the leads were removed, and anticoagulants started. Two days later, the patient was discharged with medication.